Event description:
During infusion of parenteral nutrition therapy, the 1.2 micron extension set came apart. Note the tubing separated from the hard plastic covering of the filter. Blood backed up into the filter and remained on the pt's IV access device while the pump continued to infuse tpn into the pt's bed. Pt was awaken by feeling of wetness.